Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while performing a laparoscopic sigmoid colectomy using the ligasure device, the tip tore apart.